Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm due to blockage in tubing on 13-dec-2024. No further information was available.